Event description:
It was reported that during a dental procedure a patient received a burn to the lip. Additional details were unable to be obtained regarding any treatment that was administered at the time.

Manufacturer narrative:
The drill was received at the manufacturer for inspection. The drill performed according to specification and the alleged condition could not be duplicated. The attachment that was used during the procedure was not returned to the manufacturer.